Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that while doing an upgrade to a bvi the surgeon used the handpiece on a hemostat and there was a flame that burned the tip of the blade. Surgeon understood this was off label usage. There was no impact to patient outcome.